Manufacturer narrative:
The suspect device was returned to olympus. However, an evaluation has not been completed at this time. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was lost during a diagnostic colonoscopy procedure. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus. This is report #5 of 10 due to multiple events reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated by olympus and the alleged image failure (black screen) was confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a temporary communication error with the endoscope, or a temporary failure of the cable. The exact causes of these failures were not determined. Olympus will continue to monitor field performance for this device.